Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on your recent complaint (B)(6) against mueller hinton ii agar, catalog number 254081, lot number 3082823 with respect to contamination. Event description: the customer reported 30 from 120 mh ii agar plates arrived with biological contamination. Complaint history review: the complaints trends were reviewed, and one similar complaint was registered for this lot number; however, no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided; however, pictures samples were shared showing contaminated plates. Evaluation results. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation and the provided pictures, the complaint was confirmed for contamination. A definite root cause could not be determined.

Event description:
It was reported that prior to use of bd bbl¿ mueller hinton ii agar, thirty plates arrived contaminated. There was no patient impact nor results reported to clinicians. The following information was provided by the initial reporter: "30 from 120 plates arrived with biological colonies already growing on the plate."